Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). No samples or photographs were received from the customer in support of this complaint. Visual examination of the (B)(4) retained samples from the implicated lot number did not identify any instances of damaged tubes. The DHR/bhr review revealed no qns or other issues relating to the reported defect were identified. Conclusion: evaluation of the retained samples and review of the dhrs did not confirm the reported defect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples were returned in support of this complaint and the defect was not evident in the evaluation of the retained samples, also review of the dhrs showed no indication of the alleged defect. (B)(4).

Event description:
It was reported a bd vacutainer® citrate tube broke during the inversion process. There was no report of injury or medical intervention.